Manufacturer narrative:
We received one 120404f catheter with b-d 1ml syringe, without packaging. Report of the balloon ruptured was confirmed. The balloon was found to be ruptured at the central area and completely around the catheter tube. There was no damage to the balloon winding or catheter body. It was unable to be determined if there was any latex missing due to rupture condition of the balloon latex. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU, the max pull force for this catheter is 1.5 pounds on an inflated balloon, and the arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). The catheter is not designed to withstand the additional pull force needed to remove these materials. A device history record review was completed and documented that the device met all specifications upon distribution. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize lateral wall pressures and shear forces on the inner surface of the artery, the smallest inflated balloon diameter that will remove the obstructing material should be used. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. (B)(4).

Event description:
It was reported that the balloon of this fogarty catheter burst during use while pulling back. No patient injury. The device is available for return and evaluation. Inquiry was made for patient demographics, but no information has been received.